Manufacturer narrative:
H3. Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that six months after implant, the patient showed exposure of the generator with no signs of infection. Per the physician, the cause of the extrusion is a foreign body response. The physician will follow up with the epileptologist to look for an alternative to vns therapy. Device history records were reviewed. The device passed all functional specifications and quality tests and was sterilized prior to distribution. No other relevant information has been received to date.

Manufacturer narrative:
H6, corrected data: initial report inadvertently used the incorrect conclusion d coding.